Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to noise on the lead. The noise was reproducible with isometrics. The patient did not receive inappropriate therapy. The physician opted to monitor the lead and patient.